Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and the assembly of the tubing into the male luer may not be assembled according to specification. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a nitroglycerin set leaked "where the soft plastic line meets the hard plastic lumen". This issue was identified during administration of paclitaxel 130 mg/250 ml ns. It was further stated the leak occurred approximately thirty minutes into the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.